Event description:
Information received by medtronic indicated that the insulin pump received failed battery alarm. Customer also reported short battery life insulin pump. No harm requiring medical intervention was reported. The customer will discontinue to use the device.

Manufacturer narrative:
(B)(4). The insulin pump was returned for charge battery alarm on event date 01/11/2022. The insulin pump passed the displacement test and self-test. Active current measurement within specifications. The history was download successfully using thus software. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Detailed trace analysis did confirm failed battery alarm and power loss alarm was triggered. Backup battery unloaded or loaded voltage (ul vlith) did not drop below 3.5v for consecutive 240 minutes. The insulin pump was cut open to perform visual inspection and found moisture damage noted on force sensor, 40 pin flexible printed circuit/lcd, electronics stack pcba1, pcba2, motor and battery tube. The insulin pump received with fading serial number label. The unit p-cap / test reservoir locks in place properly. The insulin pump was not confirmed for failed battery alarm and power loss alarm anomalies. The insulin pump received with moisture damage on electronics assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.